Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as rust, was found on the needle of a bd intima¿ ii w/ dual prn non-pvc. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Our investigators noted a dark coloration at the tip of the cannula, however the photo was not clear enough to correctly identify the material or its origin. Retention samples were checked and no abnormality was observed. The batch record was reviewed, no related abnormalities were found. Review of the production logs revealed no information related to rust appearing on the product. This issue is most likely caused by storage in strong oxidizing or humid environments. The complaint cannot be confirmed as being related to a manufacturing process.